Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient woke up confused and was unsure of where she was and did not recognize mother. This event unfolded after wearing the pod between 4 and 24 hours on the leg. Subsequently, patient was taken to the hospital. Blood glucose readings were as follows: (B)(6). At time of this report, diagnosis was unknown and patient was being administered multiple tests. Physicians were unsure if patient had a hypoglycemic episode during the night or a seizure. It should be noted that confusion lasted for a period of 12 hours. While in hospital, patient was treated with insulin and personal diabetes manager's nighttime basal delivery rate was adjusted downward by 0.45u. Multiple due diligence attempts to gain further information on reported event were not successful.